Event description:
The customer reported that both monitors were not working on the system. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. Both monitors were replaced during the service call. The system was tested and found to be working as intended and put back into service.